Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, no capture at maximum output, polarity switch, high and undefined impedance values, and oversensing noise. A lead fracture was suspected. The lead was programmed off. No patient complications have been reported as a result of this event.